Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, no products have been returned to medtronic for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for a case the system became unresponsive. At first, the main cart monitor's touchscreen functionality started to act strange; the right third of the screen wasn't responsive to touch, and the whole monitor seemed "laggy" and "glitchy". The issue did not improve with use of the mouse. The camera cart monitor also displayed similar issues. A hard reboot did not resolve the issue, instead the monitors started acting erratically (cursor seemed to move on its own). A manufacturer representative (rep) also checked the universal serial bus (usb) cables in back of each monitor, but they were all seated properly. Eventually the surgeon decided to move forward using another one of the site's navigation systems. The probable cause of the issue may be related to either the software application, the solid-state drive, or the computer, given that the issue seemed to affect both monitors independently. There was no patient present.

Manufacturer narrative:
H3: hardware analysis was completed on the returned ssd. Unable to duplicate reported complaint. Ssd boots without issues and previously installed apps functioned normally without failure. S.m.a.r.t data self-test reported no errors on the drive. Drive functioned without failure. H6: b01, c19 and d14 apply to the concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the system was serviced in the field and the software was uninstalled and reinstalled. The system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.